Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found the electrodes were not working properly. He replaced the electrodes and cleaned out the lines. He ran ise checks, qc, and precision checks that were all acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas 8000 cobas ise module (double). One example was provided. The sample was repeated on another cobas 8000 cobas ise module. The initial sodium result was 118 mmol/l and the repeat result was 126 mmol/l. The initial potassium result was 4.62 mmol/l and the repeat result was 5.03 mmol/l. The repeat results were believed to be correct.